Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in patient populations with ruptured aneurysms. Additionally, adverse events that may occur and/or require intervention include, but are not limited to: surgical conversion, aneurysm rupture and death.

Event description:
On (b)6) 2013, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an existing abdominal aortic aneurysm rupture. It was reported that the patient had an aortic-iliac junction rupture and was converted to an open repair. The patient expired on ()(6) 2013.